Event description:
I med pump set at 16 cc/hr, new bottle of integrillin hung at 0045, 85cc in bottle. At 0325 air in line alarm sounded, bottle was empty. Volume to infuse showed 5/cc, gtt stopped. Pt developed some hematuria which resolved.